Event description:
It was reported via voluntary medwatch that the right ventricular lead was fractured and was subsequently surgically abandoned and replaced. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.